Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported that patient originally had an implant procedure scheduled for (B)(6) 2021 therefore an abbott representative delivered product for this procedure to the facility prior to (B)(6) 2021. The abbott representative was notified by the facility on (B)(6) 2021 the implant procedure was postponed until (B)(6) 2021 and the product expired on (B)(6) 2021, but it was implanted in the patient. Once the abbott representative became aware that the expired product was implanted, the patient was contacted and did not report any health complications such as fever, changes in skin color, or any other symptoms that may affect their health. Patient is healing and therapy is effective.

Manufacturer narrative:
Use of product past product expiration date was confirmed. Based on the review of the complaint, the method used to assign ubd for the product, sterile barrier testing performed, the overall performance of the device, intended use of the device, low probability of occurrence and worst-case risk assessment detailed above, the patient risk for use of a device passed the ubd is occasional.